Event description:
Pt rec'd flu and pneumonia vaccinations from his physician. The next day he was experiencing flu symptoms so he went to the hospital. His blood glucose level was 1000 mg/dl. He was admitted and treated.